Event description:
This 70 year old male had a left total hip cemented prosthesis about 15 years ago. The prosthesis is thought to be a prosthesis by co, but unsure as the medical records have been destroyed and the physician has no records of the identifiers of the co components. The pt did well ultil about 3 weeks ago when he developed left hip pain, and fell down a flight of stairs. X-rays documented a fracture of the proximal third of the femur (close fracture). The acetabular component was noted to be in good shape. It is felt the stem fracture caused the fall.